Manufacturer narrative:
(B)(6) the actual device was returned for evaluation with an cut cord. Reliability engineering evaluated the device and observed that the device failed the temperature assessment (actual reading: 120.1 degrees fahrenheit at 9 minutes; specification: >118 degrees fahrenheit at 10 minutes) and the noise assessment (actual reading: 76.1 dba; specification: >76 dba). It was also observed that the code was cut near the connector, the flex circuit was cracked and that the bearings were worn. Therefore, the reported condition was confirmed. It was determined that the device failed the temperature and noise assessments because the bearings were worn out. It ws determined that the device had a cut in the cord due to a sharp object coming in contact with the device. It was determined that the worn out bearings and cracked flex circuit were due to improper cleaning. The assignable root cause was determined to be due to improper cleaning methods, which is user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during pre-surgery setup, it was observed that the motor device had a cut in the cord. During in-house engineering evaluation, it was observed that the device failed temperature and noise assessments and had a cut on the cord near the connector. There were no delays to the planned surgical procedure. It was unknown if a spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.